Event description:
It was reported that the suture needle broke near the suture attachment end while performing a tooth extraction. The physician took an x-ray of the patient's mouth to ensure no needle fragment(s) were left behind. The x-ray confirmed no needle or fragment was left behind in the patient's mouth. It is assumed by the physician, the needle or fragment was captured by suction as it was not recovered.

Manufacturer narrative:
The manufacturer, sutures india was notified of the event reported and conducted an investigation. Due to the defective device not being available from the end user, the retention samples at the manufacturer were tested, see manufacturer's root cause below: retention samples of the same batch visually inspected and analyzed for ductility (needle strength) and needle detachment (needle pull) the video footage of the same has been sent for your reference. DHR of the particular batch reviewed for the issuance of appropriate raw material which was used to manufacture this batch. Raw material test report has been cross verified for the needle strength. Initial test report were reviewed for all other parameters and all the test results are in line with the specification and process. Based off the manufacturer's investigated root cause provided above, we are moving to close the complaint file and consider this MDR to be closed.

Event description:
It was reported that the suture needle broke near the suture attachment end while performing a tooth extraction. The physician took an x-ray of the patient's mouth to ensure no needle fragment(s) were left behind. The x-ray confirmed no needle or fragment was left behind in the patient's mouth. It is assumed by the physician the needle or fragment was captured by suction as it was not recovered.